Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl. The customer stated that the insulin pump was not delivering insulin. Troubleshooting was declined as customer stated that her blood glucose quickly goes high. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.